Event description:
It was reported that during removal, the needle base (plate) separated. This may have the risk of user needle stick. It was reported this occurred with eleven devices. This report addresses the fourth device.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.